Manufacturer narrative:
Correction: d7 - date of explant.

Event description:
New information received states that the device was explanted on (B)(6) 2020 due to the ipg being inoperable. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generation (ipg) was unable to be interrogated and had no communication issue. Device was unable to be displayed despite completing various troubleshooting. Patient stated they lost stimulation post an unrelated surgery in (B)(6) 2018. Patient stated further that they last connected to the ipg ten months ago and was unsure when they last had therapy. It was suspected that the ipg was inoperable. Patient was to be scheduled for a device replacement procedure. Patient was stable throughout the event. No further information is available.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received states that the device was explanted. Device explant date is unknown. No further information is available.